Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and the main board was replaced to resolve the malfunction. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Further investigation of the main board found that the malfunction was attributed to a faulty integrated circuit on the main board. Analysis of reports of this type has not identified an increase in trend.